Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia adapter. Visual inspection of the returned product noted no abnormalities. The investigation was not able to confirm the reported condition of instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The investigation detected a unreported condition of strain gage clamp test error that has no relationship to the reported condition. The root cause of the observed condition was determined to be a result of a manufacturing activity. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, at first firing, the reload was used together with a power handle. The surgeon confirmed that there was a cracking sound before the procedure and the reload was unsteady inside the shaft but was still used. The jaws button was pressed but it did not open. The adapter was then removed and a manual adapter tool was used. It was noted that it was stiff, could not be twisted and the jaws still would not open. The surgeon then forcibly removed the device from the tissue. The oral side colon on the specimen side was torn, but there was no damage on the patient's rectum which was confirmed using the camera. A new adapter together with a new reload were used and coloproctostomy was performed to complete the procedure. There was no patient injury.